Manufacturer narrative:
An investigation is in process.

Event description:
It was reported that the a4 anesthesia systems oxygen and air tubing connected to the auxiliary flow meter was cross connected. The system did not provide sufficient oxygen to a patient, causing them to not be properly ventilated. No patient injury was reported.